Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned impactor confirms the bumper has multiple scratches, burrs and deep gouges in the plastic. There are also signs of pieces of the bumper broken off. The broken pieces of the bumper were not returned with the device. This device was manufactured in 2008. This device exhibits signs of significant wear/usage. A medical investigation was conducted and this case reports the plastic tip of the impactor sheared off in the patient. Per complaint details, the procedure was completed using the same device, with a surgical delay of less than 30 minutes and no injury to the patient. Requested therefore, since no patient harm is alleged, no further assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during tka surgery, when the surgeon impacted the tibial component implant with cement into the patient, was noted that part of the plastic of the journey tibial implant impactor sheared off into the patient. The procedure was finished using the same device, with a surgical delay of less than 30 minutes, and no injury to the patient.